Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It is been alleged that the patient had primary left total hip arthroplasty performed on (B)(6) 2008. On (B)(6) 2015, the patient was sitting on floor, rolled to get up and dislocated her left hip. On (B)(6) 2015, the patient experienced another dislocation when using her claw to help tie her shoe and heard a pop. It is further alleged that patient dislocated for the third time on (B)(6) 2015 when she turned abruptly and felt her left hip pop out. Successful closed reduction was performed each time. The patient was revised on (B)(6) 2015 due to recurrent instability. During the revision surgery it was noted "large amount of black fluid from trunnionosis, abductor muscle was encased in pseudotumor tissue from metal in generation. Large amounts of black sludge at trunnion interface".

Manufacturer narrative:
An event regarding pseudotumor tissue (altr) involving a accolade stem was reported. The event was not confirmed. Method and results: device evaluation and results: not performed as the reported device was not returned for evaluation. Medical records received and evaluation: a medical review was not performed because no medical information was provided. Device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, pathology reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It is been alleged that the patient had primary left total hip arthroplasty performed on (B)(6) 2008. On (B)(6) 2015, the patient was sitting on floor, rolled to get up and dislocated her left hip. On (B)(6) 2015, the patient experienced another dislocation when using her claw to help tie her shoe and heard a pop. It is further alleged that patient dislocated for the third time on (B)(6) 2015 when she turned abruptly and felt her left hip pop out. Successful closed reduction was performed each time. The patient was revised on (B)(6) 2015 due to recurrent instability. During the revision surgery it was noted "large amount of black fluid from trunnionosis, abductor muscle was encased in pseudotumor tissue from metal in generation. Large amounts of black sludge at trunnion interface".